Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller raw log files were not available for analysis. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the controller ac adapter did not experience a power switching event and was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and power sources. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and power sources. Additional products: d4: serial or lot#: (B)(6). D10: yes, return date: 21 jun 2019 h3: yes dev ret to MFR?: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: concomitant medical products: heartware ventricular assist system ¿ controller ac adapter. Model #: 1430jp / catalog #: 1430jp / expiration date: unk / serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Mfg date: unk. Label for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power switching when in use with a controller ac adapter. The controller remains in use. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary product event summary: the controller was not returned for evaluation. One controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller raw log files were not available for analysis. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. A visual inspection under 10x magnification did not reveal any anomalies. The reported event could not be duplicated during bench testing; the controller ac adapter did not experience a power switching event and was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to co mmunication errors and/or momentary disconnections between the controller and power sources. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and power sources. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.